Event description:
Tip of 4.5mm drill bit broke off in femur. All pieces were retrieved.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The instrument associated with this report was not returned. A complaint database search did identify additional reports against this product code, including previous reports against this same product/lot combination. A drill, previously returned from this product/lot combination, was evaluated by a depuy material scientist. Product error was not identified in that evaluation. The investigation is unable to conclusively determine a root cause specific to this complaint without product examination. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.